Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e serial # (B)(4) description: trial linear st lead, 50cm.

Event description:
A report was received that the patient experienced an allergic reaction in which she had difficulty breathing, chest pain, severe dizziness and was unable to speak. It was noted that the patient is allergic to some adhesives. As a result the trial came to an end. It is unknown if the allergic reaction was device or procedure related.

Manufacturer narrative:
Additional information was received that per the physicians assessment the event was caused by the tape used during the patients trial. Additional information was received that the aware date for the initial MDR, is 09-jun-2017.

Event description:
A report was received that the patient experienced an allergic reaction in which she had difficulty breathing, chest pain, severe dizziness and was unable to speak. It was noted that the patient is allergic to some adhesives. As a result the trial came to an end. It is unknown if the allergic reaction was device or procedure related.